Event description:
It was reported that the user lost sensor pairing in the ilet app, received assistance to re-pair the device, and glucose readings resumed; the user also reported hearing two beeps at night without an associated alert, and was advised to call back if it recurs with an alert reference. Symptoms included hyperglycemia per user report and blood glucose questionnaire. Outcomes included no hospitalization and no reported injury. Investigation included guided troubleshooting and education to complete re-pairing and confirm app readings, with no active alerts observed and no reproducible alarm event. Investigation of this case revealed restored communication between the sensor and app after re-pairing, while the cause of the reported hyperglycemia and the nocturnal beeps remained unclear without corroborating alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.